Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical samples or photographs of the incident were submitted for evaluation. Retain samples were tested and were found to be within specifications. A thorough investigation could not be performed without a sample, photograph, or video of the defect to evaluate. Therefore, no root cause can be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the macrobubble problem continues and remains unresolved. All tubing sets have been disposed of. Throughout treatment machine alarmed 'no heparin' and would not administer heparin during treatment. At the end of treatment, after disconnection, technician attempted to manually push the heparin syringe into the tubing and was unable to. No harm to patient, patient completed treatment.